Manufacturer narrative:
Aso has evaluated samples of returned product as well as retained samples of the same lot number, results of the tests are acceptable with no defects found during testing. Aso does not advise the use of these bandages on delicate or sensitive skin and advises on the intended use of this product for minor cuts, scrapes and burns. The consumer used the bandages to cover an area where she had a biopsy.

Event description:
Consumer reported that bandage made her itch and medical attention would be sought. Consumer used bandage to cover biopsy stitches on right arm. The area covered by the bandage became red and itchy, the skin looked like it was burned. Consumer sought medical attention and took prescription clarinex for 3 days and two otc ointments.